Event description:
It was reported that a patient control module did not allow flow of solution. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). One pcm unit was received at the plant for evaluation. The unit was connected to an infusor unit. A visual inspection was conducted with no issues detected. A functional flow rate test was performed and the unit was found to be working within specification. Flow was observed at the luer during the entire course of the flow rate test period. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 21, 2013 and july 2, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.